Event description:
The customer stated that she was treated by paramedics for hypoglycemia. The reported blood glucose reading was 19 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and displacement tests passed. It was found that the customer had inadvertently delivered a 20 unit bolus on the day of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.